Event description:
Patient's mother called into coopervision and stated her daughter had been experiencing eye infections possibly due to the frequency 55 toric (methafilcon a) lenses. Coopervision spoke to the patient's mother on (B)(6) 2011 and the mother stated that the patient's doctor felt it was an "underlying infection." The patient was being treated with tobradex, 1 drop every hour for the first 48 hours and then 1 drop every 4 hours for the next 2 weeks. Despite several requests, the patient's mother has not provided coopervision with any practitioner information. Current ocular status of the patient is not known.

Manufacturer narrative:
Event was received directly from the patient's mother to coopervision consumer care. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusion can be drawn. This is being reported as an unconfirmed eye infection treated with medication. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.